Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial consumer regarding an external neurostimulator (ens) for urge incontinence. It was reported that they had a lot of back pain and could hardly walk. The chronic back pain had gotten worse since the procedure. They had a fever and chills. They were not sure if their back was sore because of an infection or not. They were already taking antibiotics so they should not get an infection. No device issue alleged / identified. No further patient symptoms or complications were reported.